Event description:
It was reported that the helix of a right ventricular (rv) lead failed to be extended prior to implant procedure. The helix was turned multiple times but only caused torque buildup in the lead. The rv lead was not implanted, and a replacement was implanted successfully on (B)(6) 2026. The patient had no consequences due to the event.